Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in one piece; there were no defects on fiber body. During the microscopic analysis it was observed that the fiber tip was clipped. The fiber connector light was distorted, which indicates that there is an internal fracture. In addition, the inspection confirmed the connector presented burn marks. The fiber was functionally tested, and results affirmed the aiming beam was dim and distorted. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The initial allegation was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions that inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement; and, hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that fiber stopped working was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is probable that the internal connector fracture of the fiber occurred during procedural handling of the fiber during setup or use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as an expected or random failure was identified without any design or manufacturing issue.

Event description:
It was reported that during a lithotripsy procedure, the fiber could not be used after it suddenly made an abnormal noise. The case was completed with another of same device. The patients condition at the conclusion of the procedure was reported to be stable. Analysis of the returned device identified an internal fracture.